Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748251, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 748251, serial (B)(4), explanted: (B)(6) 2018, product type: extension. Concomitant medical products: product ID: 37602, serial (B)(4), explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient fell and hit the area where the ins was implanted hard. High impedances were observed. Actions included surgical intervention to replace the ins and extension on the day of this report. Diagnostics included checking impedances during the operation. It was noted telemetry data would be obtained on (B)(6) 2018, but no telemetry data was reported. Device settings were not specified. The issue was resolved at the time of this report. Impedances on the day of the surgical intervention were greater than 10,000 ohms on the left side for contacts c/0, c/3, 0/1, 0/2, 0/3, 1/3, and 2/3. Additional impedances provided from this date indicate impedances were within normal limits. All impedances on the right side were reported to be out of range: all contacts were greater than 10,000 ohms other than c/2 which was greater than 4000 ohms. Additional impedances provided from this date indicated some right side impedances were out of range: c/0 at 2806 ohms, c/1 at 2391 ohms, c/2 at 2391 ohms, c/3 at 2206 ohms, 0/1 at 4662 ohms, 0/2 at 5004 ohms, 0/3 at 4679 ohms, 1/2 at 4253 ohms and 1/3 at 4327 ohms. It is unclear if the reported impedances were taken before, during, or after surgical intervention. Additional follow-up will be conducted to obtain this information. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found all conductors were broken 15.3 cm from the distal end of the extension. Analysis of the ins (serial no. (B)(4)) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 748251 lot# (B)(4) implanted:(B)(6) 2010 explanted:(B)(6) 2018 product type extension product ID 748251 lot# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2018 product type extension product ID 37602 lot# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type implantable neurostimulator analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that replacing the inss and extensions resolved the high impedances. It was unknown when the patient¿s fall occurred. There were no symptoms related to the high impedances. No further complications were reported/anticipated.